Event description:
The customer alleged that an employee received a cut on her left thumb when handling a processed biological indicator (bi) to read at 24 hours. It was reported that the contact area bled, but the employee was not prescribed any medication. The employee has recovered. The employee reported that there was a hole on the outside of the vial. The employee was not wearing personal protective equipment at the time of the event.